Event description:
The duett sealing device was deployed via a 6 fr sheath. It has been reported that the occlusive and non-occlusive pressure, required during duett deployment, was not done as directed in the instructions for use manual. Following the deployment the pt developed a hematoma. Treatment consisted of a c-clamp and manual compression. The treatment was successful, and no further complications were reported.